Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s " rn is with the patient at home attempting to provide infusion therapy. The patient received powerpicc 1174108d5 (lot redz0684) on 04/04/2020. She states that the purple hub of the device is leaking. The needless connector has been removed and she is attempting to flush directly to the hub and notes dripping. Patient's wife states that at one time, a nurse was unable to get the needles connector off and used some type of pliers. They want to know if the purple hub can be removed from the PICC catheter. Ms&s recommended nurses assess the hub and ensure that it is damaged and leaking from there. Explained that the nurse using the pliers could have damaged the hub. Informed that the purple hub cannot be removed and that this catheter cannot be repaired. If the hub is damaged the catheter will need to be replaced. Advised to contact md and have the nurse in the office assist the hub. If it needs to be replaced they will assist in setting up an appointment.